Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that recent in situ measurements with the left implant revealed nine electrode channels in status high and two with short circuits. The previous measurements performed in (B)(6) 2014, were within normal limits. Reportedly the bilaterally implanted patient had a fall in (B)(6) 2014 where she banged the left side of her head. The right implant however is functional. A device assessment appointment is planned.